Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an o2 not available alarm occurrence; the ventilator discontinues oxygen support. No patient harm reported.

Manufacturer narrative:
The customer emailed saying that he will order and replace the o2 valve.

Manufacturer narrative:
The oxygen valve solenoid assembly was tested and no failures were identified.